Event description:
On 08/23/2024, it was reported by a sales representative via sems-(B)(4) that an ar-4580 fiberstitch¿ implant did not deploy, and an ar-1588btb-2j tightrope wire would not shuttle the suture. This occurred during n acl reconstruction and meniscal repair on (B)(6) 2024 when the needle was inserted and they tried deploying the ar-4580s first anchor which did not deploy. They rolled the wheel a second time, and both anchors deployed. The ar-1588btb-2j tightrope had an issue with the suture, it was passed through the graft and ready to shuttle through the button and the nitinol wire would not shuttle the suture a new implant was opened up and prepped the graft with no further issues. There was no case delay and no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h6. Corrections: h.1 set as n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
Additional information was provided on 8/28/2024, where the sales representative stated that this event occurred during an acl reconstruction and meniscus repair on (B)(6) 2024. An arthrex representative was present during this event. The case was completed using a new tightrope for the acl, and a new fiberstitch was opened for the meniscus. There was a minimal delay and minimal additional anesthesia.